Event description:
Five (5) mammary lymph nodes dissected attached to mammary artery lymphadenopathy. Two mris by mayo / jax on (B)(6) 2019 and (B)(6) 2020 indicated enlarged mammary lymphnodes. Subsequent petscan on (B)(6) 2020 - suspicious for malignant / metastatic. Process thoracoscopy (B)(6) 2020. As "gs" nor radiology could safely reach arca. Five enlarged nodes adherent to artery, so dissected mammary artery along with lymphnodes. Dr (B)(6) advised me this was due to implant. At this time I have not had surgery to remove implant due to my age and need for extensive surgery as implant under muscle. Allergan sent letter for first time a few weeks ago to advice me of recall. I found out via (B)(6) of issue in 2019 and contacted them to confirm I had recalled implant. Form letter was all they sent. Didn't sign it nor address one by "ivame". I will be pleased to provide you any medical info. This has been a lump and different process to obtain help as I found that most drs are not aware of issues with implants. I can be reached at: (B)(6).